Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the common femoral artery using an indigo system aspiration catheter 7 (cat7), an indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing), and a non-penumbra sheath. During the procedure, the physician advanced the cat7 up and over the venous system and to the target location and completed three passes. Next, while torquing the cat7, the physician fractured the cat7 at the proximal location near the hub. Therefore, the cat7 was removed. The procedure was completed with a new cat7. There was no report of an adverse effect to the patient.